Event description:
It was reported that the device had reached end of life (eol). It was noted the patient did not hear any alerts indicating eol. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the battery. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified.